Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.1 and 1.2 were not detected on bus and no lights on module controller. A field service engineer (fse) used a meter to determine that the drawer controller on drawer 1.2 was defective. The drawer controller and module controller were replaced. The pyxibus cable was found to be damaged, so fse replaced the pyxibus cable as well. Fse inspected the retractor band cable and row board cable and found no issues. No debris was present on the row boards and fse verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two top half height drawers had failed. User stated that the drawer was manually unlocked and lights on the drawer motherboard were off. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.